Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia to 240 mg/dl after announcing a usual lunch but consuming pasta, and the user believed the meal announcement underestimated carbohydrates. The ilet was active and correcting. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no need for medical intervention or hospitalization. Investigation included customer care agent providing user education and troubleshooting on accurate meal announcements and carbohydrate impact for pasta. Investigation of this case revealed user-related meal announcement error leading to underdosing, with no malfunction of the ilet device or its components identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related dosing input associated with incorrect meal size announcement.